Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. Additional information from the field representative indicates that the lead dislodgement was observed during routine follow up the day after implant. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. Additional information from the field representative indicates that the lead dislodgement was observed during routine follow up the day after implant. No additional adverse patient effects. The product was returned for analysis.